Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery theinflow pump works on highest velocity and the inflow is too high. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The service evaluation revealed motor inflow and outflow are worn out, the front panel is marked, and the display is defective. Furthermore, the rubber foot bumper is damaged and the door locking mechanism is defective. The most likely cause is attributed to wear and tear.